Event description:
Related manufacturer event number: 3006705815-2022-18267. It was reported that after being in a car accident the patient was experiencing pain at the ipg site and ineffective therapy due to high lead impedances. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was moved and lead was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.